Manufacturer narrative:
The device was not available for evaluation. The instructions for use provides warnings and guidance to inspect for damage before use and monitor the device and connections during treatment.

Event description:
A report was received on 16 sep 2025 from the nurse regarding a patient with a medical history including end stage renal disease, who stated a ¿small crack¿ was observed in the venous needle line, resulting in a blood loss (amount not provided) and the patient going to hospital on an unspecified date. Additional information was received on 17-18 sep 2025 from the nurse who stated the patient required ¿medical intervention¿ and was observed and released. No further details were provided.